Event description:
While wearing the sound processor, the patient reportedly experienced intermittencies. The patient was seen at the center for evaluation. Testing performed confirmed that the patient's c1 device was no longer functioning.